Event description:
Rptr is the pt. She had six pedicle screws with plates implanted 4/18/94. Pt is 69 now. In the fall of 1996, started having "spastic legs", front and back. Legs started hurting from the rectum down to feet. It was bearable. She kept visiting her regular internist and was treated for spastic colon. About six months ago, was told it wasn't spastic colon, and that it was coming from somewhere else. She went back to the surgeon. She was sent for a myelogram and computed tomography scan for lumbar part of back. The doctor said she didn't need more surgery. But the problem is getting worse. The doctor said a spinal cord stimulator should be put in. Has not been able to obtain this device yet. She states the spasms are bad and are controlling her life. Has rec'd three cortisone shots - one a week for 3 weeks in june 1998, but relief only lasted 7 - 8 days. Also stated when she went into surgery, she didn't know she was going to have screws. Doctor stated he did inform her. Not aware of who the MFR of the screws is.